Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The customer's blood glucose reading was unknown at the time of incident. Customer indicated that they disconnected and reconnected the tubing and reservoir twice and then eventually the insulin exited the tubing without alarming. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir, snap-cap, and septum for anomalies; none were found. Ran occlusion test, reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip; reservoir not occluded.